Event description:
Caller reported an issue with the pump display's pixels, which affected their ability to interact with the pump and read the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer was informed they would receive a pump with updated software and given instructions for returning the problematic pump, including putting it in storage mode and returning it within 10 days to avoid charges. The caller also received directions on how to program their new pump settings and connect their cgm to the replacement pump, which they acknowledged and understood. Customer reverted to an alternative method of insulin therapy.